Manufacturer narrative:
There was no device available for analysis; therefore, no visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptoms are known risk associated with this device type and indicated as such in the instructions for use. B3. Date of event the exact date of the event is unknown, estimated.

Event description:
It was reported to boston scientific via a journal article published in journal of clinical urology, that a retrospective study was conducted on patients treated with water vapor therapy for men with lower urinary tract symptoms (lutss) from 2017 and over four years. A total of 48 patients with urinary retention underwent water vapor therapy treatment, with follow-ups at 3, 6, and 12 months to measure flow rate, post-void residual urine, and patient-reported outcomes, including the international prostate symptom score (ipss). The study included 34 patients with indwelling catheters and 14 who were self-catheterizing, with an average age of 67 years and the mean prostate volume was 56 ml. During the treatment period, each patient received eight injections, including one median lobe treatment. After the water vapor therapy treatment, 75% of patients passed their trial without a catheter, and the ipss significantly improved to 6 within 12 months. In the follow-up visits, were identified that two patients presented urinary tract infection requiring antibiotics. One patient had hematuria and clots, and one patient presented a urethral stricture, requiring and additional intervention. At the longer-term follow-up visit, seven patients still presented persistent symptoms and needed a further intervention; the additional interventions occurred two or more years after the initial treatment. The results suggested that minimally invasive surgical treatments such as water vapor therapy could offer an efficient alternative to conventional treatments, potentially reducing waiting lists and avoiding prolonged catheterization.

Manufacturer narrative:
There was no device available for analysis; therefore, no visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptoms are known risk associated with this device type and indicated as such in the instructions for use. B3. Date of event the exact date of the event is unknown, estimated.

Event description:
It was reported to boston scientific via a journal article published in journal of clinical urology, that a retrospective study was conducted on patients treated with water vapor therapy for men with lower urinary tract symptoms (lutss) from 2017 and over four years. A total of 48 patients with urinary retention underwent water vapor therapy treatment, with follow-ups at 3, 6, and 12 months to measure flow rate, post-void residual urine, and patient-reported outcomes, including the international prostate symptom score (ipss). The study included 34 patients with indwelling catheters and 14 who were self-catheterizing, with an average age of 67 years and the mean prostate volume was 56 ml. During the treatment period, each patient received eight injections, including one median lobe treatment. After the water vapor therapy treatment, 75% of patients passed their trial without a catheter, and the ipss significantly improved to 6 within 12 months. In the follow-up visits, were identified that two patients presented urinary tract infection requiring antibiotics. One patient had hematuria and clots, and one patient presented a urethral stricture, requiring and additional intervention. At the longer-term follow-up visit, seven patients still presented persistent symptoms and needed a further intervention; the additional interventions occurred two or more years after the initial treatment. The results suggested that minimally invasive surgical treatments such as water vapor therapy could offer an efficient alternative to conventional treatments, potentially reducing waiting lists and avoiding prolonged catheterization.